Manufacturer narrative:
The correct aware date in the initial MDR should be 10/28/202 and not 10/17/2022 as initially reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was dripping faster than programmed (113 ml/hr) during infusions of busulfan and fludarabine. Some medication may have gone into the primary normal saline line. A new primary set was made to allow treatment to continue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.